Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Batch # m92l3p, the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed ten clips with gap as the clips snapped towards the tissue stop. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon attempted to fire the device and it would not work. It is not known if a cholangiogram was performed with the case. Another device of the same product code was used to complete the procedure. There were no adverse patient consequences reported.